Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, >2500 ohms ventricular lead impedance was observed in both configurations. Loss of capture was also noted at high output mode with intermittent sensing. The lead was found to have slipped out of the header of the pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative